Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the ECG c and d cable was pulled from the strain relief, damaging the j704 connector on the dn pca board. There is no indication that the damaged cable and connector caused or contributed to the patient death. The patient experienced an asystole event while wearing the device but was revived via CPR to a life-sustaining rhythm before the lifevest removed. The patient subsequently passed away while in the hospital and not wearing the device. The device was able to appropriately acquire an ECG signal until the device was deactivated. No adverse event resulted from the damaged electrode belt.

Event description:
While evaluating electrode belt sn (B)(4) a reportable problem was found. The electrode belt had a pulled cable section. The electrode belt was last used by a patient who passed away. The patient experienced an asystole event while wearing the device but was revived via CPR to a life-sustaining rhythm before the lifevest removed. The patient subsequently passed away while in the hospital and not wearing the device. There is no indication that the electrode belt malfunction contributed to the patient passing. It is likely tha the damage occurred during the resuscitation efforts.